Event description:
It was reported the implantable cardiac monitor exhibited undersensing with asystole episodes noted, but no patient symptoms were associated with the episodes. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.